Event description:
It was reported by service report that the stretcher would not lower. The customer reported that they did not know if there was pt involvment or if there were adverse consequences to report.

Manufacturer narrative:
Release pedal swivels.